Event description:
User experienced discrepant pt results for multiple chemistries when compared to another analyzer using the same methodology. Only one example was provided: initial result 6.5 g/dl; repeat 3.0 g/dl. No erroneous results were reported. The field service representative found the rinse nozzle overflowing and replaced the nozzles, cells , and lamps.